Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and weakness coincident with peritoneal dialysis (pd) therapy. On the same day as the onset, the patient started treatment with cefazolin (dose, frequency and route unknown) for peritonitis. Two days later, the patient was hospitalized for the event. Six days later, the patient was discharged from the hospital. The next day, the patient started treatment with unspecified medication for peritonitis and the treatment was ongoing. The patient was recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). It was reported that the cause of the peritonitis event was due to the home patient (hp) having a ceiling fan running while performing peritoneal dialysis (pd) therapy. On an unreported date, the pt was treated for the peritonitis with ancef and vancomycin (dose, rate, and route were unknown). At the time of this report, the hp is recovered from the peritonitis event. On an unreported date the hp was retrained in proper aseptic procedures for performing pd therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd896191, gd896126, and gd895797 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.